Manufacturer narrative:
The field service engineer (fse) went onsite and inspected and tested the device. The device was found to be functioning within normal operational parameters. No physical defects, configuration issues, or software errors were detected that could have prevented the spo2 alarm from being triggered. The fse collected the log files and when reviewed he found that on the 26th at 0309 am the spo2 alarms were turned off at the central station by user request. On the 30th the connected mx700 bedside monitor lost power related to a time service adjustment twice. During this time, the bedside monitor did a 4 sec and 1sec power cycle, at 1042 and 1219, respectively due to the time sync. When the monitor power cycles less than 1 minute the settings stay the same. This means the spo2 remained off when the monitor came back on. If the power cycle is longer than a minute the settings go back to default. Results of functional testing indicate there is no device malfunction. The complaint was escalated for technical investigation to the product support engineer (pse) and the results indicate that the extracted device report files for the mx700 and x2 were not sufficient to do proper analysis. Therefore, the pse cannot make any statement about the "power cycle" on august 30th - i.e. Whether this was caused by a reboot of the monitor. The pse further provided the information that under certain circumstances it might happen that the monitor goes into a "power cycle" (reboot) to reset the system to a defined good working state. A power cycle/reboot would be immediately obvious to the user under close observation. A complete boot cycle of an mx700 monitor would take between 15 and 30 seconds. Therefore there is no risk that a reboot would lead to incorrect or delayed treatment and therefore poses no health risk. If there is only a singular power cycle event, this is nothing that needs to be investigated. However, if reboots (power cycling) occur repeatedly, the instruction for use (IFU) states to contact your philips service representative. Based on the information in logs provided by the customer, the information in the case, and by the philips (pse), the device was confirmed to be operating per specifications and no failure was identified. The fse collected the log files and when reviewed he found that on the 26th at 0309 am the spo2 alarms were turned off at the central station by user request. No further investigation or action is warranted at this time.

Event description:
It was reported the intensive care unit (ICU) staff manually turned off the spo2 alarms and the patient passed away. The central station was in local monitoring mode for unknown reasons right before staff turned off the spo2 alarms. The ICU nurses monitor their own patients with telemetry technicians providing secondary monitoring of alarms. The staff was monitoring the patient frequently during the event and it was indicated there was a possible delay due to no spo2 alarms being generated; however, it was stated this would not have changed the outcome for the patient. The patient developed mucus plugs, for which intubation and bronchoscopy were required; however, the patient passed away due to hypoxia secondary to the mucus plugs. The customer initially believed there was a device malfunction of failure to alarm for spo2 in the 60s; however, it was determined the spo2 and respiratory rate alarms had been turned off at the nurse's station. As stated previously per the customer, it does not appear the alarm issues impacted the patient outcome. Based on this information, the alarms being turned off did not cause or contribute to the patient¿s death.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.